Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was intermittently unresponsive despite removal of the silicone case and a 30-second button press attempt, with the device at approximately 40% charge. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included customer troubleshooting guidance and follow-up attempts to assess device function. Investigation of this case revealed an unresolved user-reported hardware performance issue localizing to the sleep/wake button interface, with no confirmed device malfunction or clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.